Event description:
It was reported that during remote follow-up, a decrease in r-wave amplitude and undersensing were noted on the patient¿s implantable cardioverter defibrillator (ICD), resulting in non-sustained right ventricular oversensing (nsrvo) episodes. An x-ray was performed, and no dislodgement was observed. No intervention was performed, and the patient will continue to be monitored. There were no patient consequences.